Manufacturer narrative:
(B)(4) - additional surgical repairs are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2013, a (B)(6) male pt underwent stent graft placement for the aneurysm in the right iliac artery with right approach. The pt's anatomical form was suitable for the endovascular repair. Diameter of the right iliac artery before the procedure was 41mm. After the procedure, type ii, type IV, type iii (whether suture hole or from junction part was not specified) and type ia endoleaks were suspected. Then, a main body extension was additionally placed for suspected type ia endoleak, but nothing changed. Therefore, another main body extension was additionally placed but nothing changed either. The procedure was finished with no further treatment. (It is likely that the endoleak had related to the iliac leg graft judging from the type iii (suture hole) endoleak observed on (B)(6) 2013.) One week after the procedure, CT was performed and it showed slight endoleak. The physician judged it was type ii endoleak at that time and decided to take a wait-and-see approach. On the (B)(6) 2013, diameter of the right iliac artery was confirmed to be enlarged to 56mm. On (B)(6) 2013, diameter of the right iliac artery was confirmed to be enlarged to 61mm. On (B)(6) 2013, angiography confirmed type ii endoleak and bleeding from the iliac leg graft suture hole type iii endoleak. Then, an additional iliac leg graft was placed in the right iliac artery for the type iii endoleak, and it was resolved. For type ii endoleak, no additional treatment was conducted since angio catheter could not be engaged. There have been no adverse effects to the pt.